Event description:
Additional information received later indicated that patient called about 1.5 months ago because she was not feeling stimulation. She stated after the call it started working again. The patient stated at this time she was not feeling stimulation and had been too busy to notice when the stimulation stopped. The patient did not know when the stimulation stopped. The patient stated at this time the remote was not working. The remote screen was blank. The patient will purchase new batteries and call back if she needs more help. The patient did not know when the issue started.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s device was no longer working and she had a loss of therapeutic effect. The issue began ¿about ten days ago maybe more.¿ she had to get up many times the past few nights. The patient was assisted with the programmer, but kept getting poor communication with and without the antenna. She noted that she may have had some falls recently. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0jmyd, implanted: (B)(6) 2014, product type: lead. (B)(4).